Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (¿add gel/replace belt¿ messages) has been confirmed. Upon investigation the electrode belt was unable to communicate with the monitor. The cause for the communication error was isolated to the wires shorting together. The root cause for the shorted wires was unable to be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing "add gel/replace belt" messages.